Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿the hernia sac was identified, and the herniated fat was dissected free. The hernia sac and its contents were reduced. A bard flat mesh was placed into the preperitoneal space and sutured.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia and pain thereby underwent open repair with excision of bard flat mesh and implant of synthetic mesh. Per op notes, ¿previous incision was reopened. The fascia was opened. The prior mesh had appeared shrunken and excised entirely. The hernia defect was identified and reduced. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2010) is considered to be the best estimate. Updated data: a2 b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.